Manufacturer narrative:
Concomitant product: product ID 8590-9, lot# n342961, product type accessory. (B)(4).

Event description:
It was later confirmed that on (B)(6) 2013 the catheter was exchanged. The patient was seen in the clinic on (B)(6) 2013 for a wound check and drug refill. The next refill is (B)(6) 2013.the physician confirmed the granuloma was not surgically explored during surgery on (B)(6) 2013. The patient was stable and the outcome is good.

Event description:
It was later reported that during the procedure to revise the distal catheter due to the patient¿s granuloma, the 8709sc catheter was being spliced, and there appeared to be 2 extra clear sleeves in the 8590-9 kit. It was noted that the granuloma was confirmed via MRI on (B)(6) 2013, and it was also noted another MRI had been attempted on ¿(B)(6) 2013¿; however the patient was in extreme distress and pain. During the revision procedure, they retracted the catheter and added a new distal segment at a different level. The patient had an existing 8709 catheter and the 8709sc was being used as the distal piece plus an 8590-9 to connect. The physician placed the boots on the catheter. It was later confirmed that the clear boot being questioned was the same type of clear boot that came with the sc catheters. The drug in the pump was morphine 30mg/ml at 12.04 mg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0177981r, implanted: (B)(6) 2001, product type catheter; product ID 8578, lot# n131621, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot# j0177981r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that this patient was to have an x-ray to look for the placement of the catheter tip and then to have a magnetic resonance imaging (MRI) scan to look for a bone lesion and to rule out a granuloma at the catheter tip as ¿something was going on¿ with the patient. It was later reported that this patient had increased pain. An MRI was performed on (B)(6) 2013 and a granuloma was confirmed. The catheter tip was located at t10. A catheter intervention was scheduled for (B)(6) 2013. The device system delivered morphine diluted with normal saline.